Event description:
It was reported to boston scientific corporation that an expect pulmonary needle was used in the left distal lung during a lymphadenopathy and peribronchial cuffing procedure performed on (B)(6) 2021. During the procedure, the needle released a filament of the sheath inside the patient. The sheath on the distal end detached inside the patient which was removed by a traditional aspiration system of the bronchoscope. The original expect pulmonary needle was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Premarket / 510(k) #: k163248 & k151895. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.